Manufacturer narrative:
Device passed displacement test. However device alarmed motor error during basic occlusion test due to encoder signal out of phase. Unable to perform occlusion test, prime or a33 test, excessive no delivery test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. The customer¿s blood glucose level was 128 mg/dl at the time of the incident. The customer could not complete the set change. The customer stated that the insulin pump was dropped. The customer was unsure if the drive support cap was protruded, loose, sticking out or flush. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.